Event description:
Event: conversion. Case detail: the patient's vasculature is described as tortuous. During removal of the device the jacket guard became stuck in the graft limb and was unable to be resolved using the recommended trouble shooting technique. The physician elected to convert the patient to standard open repair of the aneurysm.